Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was no longer able to successfully hold a charge. In turn, the patient had to recharge her ipg more frequently than normal. Over time the patient's ipg became inoperable. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.